Event description:
It was reported from (B)(6) that the patient came to hospital because of a "red alarm". There was a loose connection between the controller and battery. One port of the controller was not able to securely connect to the battery. The controller was exchanged with no effect on the patient.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. The company is seeking this information through the event investigation.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Thorough external visual inspection of the device revealed no signs of physical damage or contamination. Analysis of the device revealed that the device met specifications. The controller passed visual inspection and functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple "vad stop" alarms, power disconnects, and power switching events. The losses of power and vad disconnects might have been as a result of the patient attempting to troubleshoot the alarms typically associated with power switching/power disconnects, the most likely root cause of which is a communication error. There are no known clinical factors that could have contributed to this event. The most likely root cause is worn alignment guides. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Per the instructions for use (IFU): patients are instructed to always keep a back-up controller available at all times, beyond the primary controller that is currently in use. Patients are instructed to contact the treating facility if they receive any of a list of certain alarms. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.